Event description:
The operator of a dimension vista 1500 instrument erroneously entered two different patient names for one sample tube. The sample was loaded three times on the analyzer, and the patient¿s demographics and test requirements were manually entered into the system by the operator. The wrong patient name was entered in the first manual entry, tested for creatine kinase (cki). The result was not reported to the physician(s), as this was caught by the operator during review. There are no reports of patient intervention or adverse health consequences due to the patient sample being tested with an erroneous patient name.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data logs and verified that the operator manually entered the sample information, including the wrong patient name for the sample tube. The cause of the sample being tested with an incorrect patient name was a user error. The instrument is performing according to specifications. No further evaluation of the device is required.